Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 49mm abdominal aortic right common iliac aneurysm. It was reported that during the index procedure, occlusion of the left limb was noted after its implantation. It was noted that attempts were made to cross the blockage from multiple sites but this was unsuccessful. The surgery was converted to a fem-fem bypass and the event was resolved. As per the physician, the cause of the event was anatomy related due to calcification and angulation of vessels. It was observed that the left iliac ranged in diameter from 8-15mm. No additional clinical sequelae were reported and the patient is fine.